Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's co2 module, power supply, spo2 cable, and reconnecting the display cable to the inverter board. Unit was calibrated and tested to factory's specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No patient injury was reported.